Event description:
In 2008, the pt reported she is receiving recurring e6 (mechanical error) messages on her insulin infusion device. She stated she tried to troubleshoot on her own by changing the device battery a "few" times and trying to complete the change the cartridge procedure but was unsuccessful in resolving the issue. The pt was using a generic super cell battery. She was advised that use of a super cell battery is not recommended. The pt inserted a proper battery and her device gave an e10 (cartridge error) message. The pt was instructed to go through the change the cartridge procedure. She attempted to do so, but stated the piston rod was not moving, and her device once again gave the e10 message. She tried the procedure once again with the same results. The pt was advised to switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.